Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating a patient was admitted to the hospital on (B)(6) 2014 with complaints of nausea, vomiting and constipation for four days, dizziness for one day; no report on any bleeding. Patient was transfused with 1 unit prbcs on (B)(6) 2014, 2 units on (B)(6) 2014, and 1 unit on (B)(6) 2014. Gi consult on (B)(6) 2014 found no evidence of acute active gastrointestinal (gi) bleeding, recommended proton pump inhibitors (ppi) for prophylaxis. Consideration of egd for further evaluation given elevated risk of avms. Upper endoscopy with push enteroscopy done on (B)(6) 2014 found small hiatal hernia but otherwise normal results without evidence of prior or recent bleeding to the proximal to mid jejunum. Occult blood fecal testing performed on (B)(6) 2014 was positive. Patient was discharged in stable condition on (B)(6) 2014. No further information provided at this time.